Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that when testing the tube before use, micro holes were noticed at several points on the extension.

Manufacturer narrative:
The corrected product ID and lot number is: 8884720189 lot 517708864x if information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that when testing the tube before use, micro holes were noticed at several points on the extension.